Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2005 - patient was implanted with a bard/davol flat mesh, during an abdominal sacrocolpopexy, abdominal enterocele repair and cystoscopy procedure for the treatment of vaginal vault prolapse after hysterectomy. On (B)(6) 2010 - patient was implanted with a non bard/davol sling during an anterior and posterior colporrhaphy repair procedure with cystoscopy, for the treatment of stress urinary incontinence. On (B)(6) 2010 - patient had some pain and swelling the in suprapubic area about a week after the sling procedure. The patient had purulent drainage from the stab incisions of her suprapubic area. The abscess was drained and a penrose drain was placed. On (B)(6) 2011 - the patient was diagnosed with acute small bowel obstruction and underwent extensive lysis of adhesions in the abdomen and pelvic area. It is alleged the patient had unspecified adverse outcome associated with use of the device.

Manufacturer narrative:
Review of medical records provided found no connection between the bard/davol mesh used to treat the patient in 2005 and the subsequent medical treatment and complications. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.